Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 2 atms on the first inflation during predilation. The lesion being treated was not calcified. The physician first attempted to predilate with a 2.5mm unidentified balloon and then did a post ivus. The physician then advanced the maverick2 balloon to the lesion where it immediately ruptured at 2 atms. The device was removed intact. The procedure was successfully completed with another balloon. Pt status is listed as "good".

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, no direct product analysis could be performed. A review of the mfg records for batch 8069009 found that the device met its material, assembly and product specs, at the time of release to distribution. The exact cause of the difficulties experienced during the procedure could not be determined.